Event description:
Additional information received reported that the patient had to recharge the implantable pulse generator (ipg) every day initially but stated that it began to hold the charge better after a few days. It was noted that although the ipg reprogramming was successful in getting parasthesia into the low back and out of chest, the parasthesia also affected the patient¿s legs. It was also noted that at a follow-up visit on (B)(6) 2013, the patient stated that the stimulation was more of a nuisance to him and did not reduce his pain and requested removal.

Event description:
Additional information found it was further reported, the stimulation stopped back off again when the ins went empty after 10 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# j0555136v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Was reported there were telemetry issues and an overdischarge due to the patient not using their device for ten months. It was stated the patient was dissatisfied with stimulation and experienced a ¿zapping in feet and not helping them a lot.¿ a physician mode recharge was performed and the patient was able to charge their implantable neurostimulator (ins). It was stated the morning of report the patient¿s ins was at ¾ charged and an hour later it was empty. Reportedly, it didn¿t take long to get charged again and the power on reset (por) was cleared and the patient was reprogrammed, then the ins went empty again. The patient recharged to ¾ in 15 minutes and ins went empty again in 10 minutes. The patient was advised to charge fully and keep a record of device. It was also stated the stimulation was ¿out of feet and covered back.¿ it was reported on (B)(6) 2013, the stimulation held the charge better than before the por but it still zapped legs when amplitude was increased to cover back pain even after reprogramming. It was stated on (B)(6) 2013, the stimulation did help slightly when it was turned down enough to not zap feet. Reportedly, surgical intervention in lumbar area was discussed.